Event description:
The following was reported to hamilton medical ag: summary: this complaint has been received as: "the patient ventilated in asv mode, had a desaturation and the ventilator didn't delivery correctly the volume. The patient was disconnected from the ventilator and ventilated manually, the ventilator was put in standby. The patient needs to be bronchoaspirate, after the manuevre he was reconnected to the ventilator but when the mechanical ventilation restart the display made a reboot. After the reboot the ventilator didn`t delivery the set volume. The ventilator was put in stand by and restart the ventilation twice without success. The personnel restart the ventilator using the switch on the rear of the ventilator, once the ventilator reboot the it worked correctly without interruption till the end of the shift. Note: we opened this cer today due to we became aware of this problem and that the hospital made an incident report to the moh only. In conjunction to the arrival of the tuv letter (you got it directly) and our yesterday deep evaluation to reply to the request of clarification by certiquality (our iso certified body), furthermore, the customer never made a request of assistance to our company for it".

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The patient suffered a desaturation but no further information about the patients state of health was provided. The root cause was determined to be a software error which has already been addressed in a fsn (fsn_end-customer_distributor_ham-c6_hmi_reset_final_version_to_sign_11082022_en). Further internal investigations for the device with sw 1.2.3 by hamilton medical, doesn`t show any issues which were reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: updated corrected version because of various copy and past errors. Corrected on 24.06.2024. The allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The patient suffered a desaturation but no forther information about the patients state of health was provided. The root cause was determined to be a software error which has already been addressed in a fsn (fsn_end-customer_distributor_ham-c6_hmi_reset_final_version_to_sign_11082022_en). Further internal investigations for the device with sw 1.2.3 by hamilton medical, doesn`t show any issues which were reported.

Event description:
The following was reported to hamilton medical ag: summary: this complaint has been received as: "the patient ventilated in asv mode, had a desaturation and the ventilator didn't delivery correctly the volume. The patient was disconnected from the ventilator and and ventilated manually, the ventilator was put in standby. The patient needs to be bronchoaspirate, after the manuevre he was reconnected to the ventilator but when the mecanical ventilation restart the display made a reboot. After the reboot the ventilator didn`t delivery the set volume. The ventilator was put in stand by and restart the ventilation twice without success. The personel restart the ventilator using the switch on the rear of the ventilator, once the ventilator reboot the it worked correctly without interruption till the end of the shift. Note: we opened this cer today due to we became aware of this problem and that the hospital made an incident report to the moh only. In conjuction to the arrival of the tuv letter (you got it directly) and our yesterday deep evaluation to reply to the request of clarification by certiquality (our iso certified body), furthermore, the customer never made a request of assistance to our company for it".

Event description:
The following was reported to hamilton medical ag: summary: this complaint has been received as: "the patient ventilated in asv mode, had a desaturation and the ventilator didn't delivery correctly the volume. The patient was disconnected from the ventilator and and ventilated manually, the ventilator was put in standby. The patient needs to be bronchoaspirate, after the manuevre he was reconnected to the ventilator but when the mecanical ventilation restart the display made a reboot. After the reboot the ventilator didn`t delivery the set volume. The ventilator was put in stand by and restart the ventilation twice without success. The personnel restart the ventilator using the switch on the rear of the ventilator, once the ventilator reboot the it worked correctly without interruption till the end of the shift. Note: we opened this cer today due to we became aware of this problem and that the hospital made an incident report to the moh only. In conjunction to the arrival of the tuv letter (you got it directly) and our yesterday deep evaluation to reply to the request of clarification by certiquality (our iso certified body), furthermore, the customer never made a request of assistance to our company for it".

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: updated corrected version because of various copy and past errors. Corrected on 24.06.2024. The allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The patient suffered a desaturation but no further information about the patients state of health was provided. The root cause was determined to be a software error which has already been addressed in a fsn (fsn_end-customer_distributor_ham-c6_hmi_reset_final_version_to_sign_11082022_en). Further internal investigations for the device with sw 1.2.3 by hamilton medical, doesn`t show any issues which were reported. Hamilton medical ag complaint number: cer (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: volume not delivered correctly in asv mode. Detailed complaint and failure description: the patient ventilated in asv mode, had a desaturation and the ventilator didn't delivery correctly the volume. The patient was disconnected from the ventilator and ventilated manually, the ventilator was put in stand-by. The patient needs to be bronchoaspirate, after the maneuver he was reconnected to the ventilator but when the mechanical ventilation restart the display made a reboot. After the reboot the ventilator didn't delivery the set volume. The ventilator was put in stand by and restart the ventilation twice without success. The personnel restart the ventilator using the switch on the rear of the ventilator, once the ventilator reboot the it worked correctly without interruption till the end of the shift.